Event description:
This was a lead extraction case performed in the cath lab to remove 2 leads (rv: sjm 1582 and ra: sjm 1688). As the laser was being prepared for use, the reference catheter could not be located. A clinical 14f sls ii catheter was then opened, but would not calibrate. Calibration of a second 14f sls ii was also attempted, but was unsuccessful. The laser would not work, so a delay in care of the patient occurred. Patient had been prepared with an lld #2 in each lead. The sjm 1688 ra lead was removed using the lld#2. The rv lead could not be removed since the laser would not function, so the lead with a portion of the lld #2 inside remains in the patient. The lld#2 was not returned for engineering inspection. There were no issues or nonconformances noted during an internal lot history review.

Manufacturer narrative:
MDR 1721279-2012-00073 for the cvx-300 was filed on (B)(4) 2013.